Manufacturer narrative:
Ref. ID: 3508228 the digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. The local field service engineer (fse) went on site, made test shots and found artifact on the detector. He proceeded to attempt detector calibrations, which failed on the first shot, so the only solution was a replacement of the large detector. He replaced a large skyplate detector, attached the detector to the system and then proceeded to calibrate it. Calibrations were successful. The system meets the specification for the performed service and is returned to use. The reported problem was confirmed. No details were provided about the circumstances when the detector fell down. As the customer did not make other claims, it is concluded that the detector was dropped by accident (use error). Risk estimation revealed acceptable risk per risk benefit analysis, because actually, there is no feasible technical solution for this kind of ¿use error¿. This issue is further monitored and trended.

Event description:
The customer reported that after the portable detector had dropped, it does not work or turn on. A dropped detector can lead in worst case to a fracture in the foot. No injury reported.